Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead. Visual inspection found damages consistent with procedural damage. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported, that the patient presented in clinic for a follow up. Visual investigation revealed, insulation damage on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.